Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No button error alarm during testing. Unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, and self-test or verify software error alarm due to no button response. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, cracked belt clip slot, missing endcap sticker, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm software error. Customer's blood glucose at time of incident was unknown. Customer stated alarm during rewinding the pump and at the time he was giving himself a bolus.